Event description:
It has been reported to MFR that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient to perform a tae (transcatheter arterial embolisation), and inflated the occlusion balloon to 6mm to occlude the vessel. When the occlusion balloon achieved 6mm the balloon deflated immediately. The device was removed and replaced with another to complete the case.